Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced a 'open lead' (166 ohms) error message at predischarge testing. The device was explanted and replaced.